Event description:
The pt is a 30-yr-old married caucasian female who had a catheter inserted approx four weeks ago. Since then, they have been having a difficult time with leakage of the arterial side of the catheter as well as the sluggish venous side of the catheter. This morning the pt found out that while she was asleep overnight the venous side of the catheter completely fell out. On examination of the catheter that she brought with her, the complete length of the venous catheter was found without the dacron cuff at the 22cm length in comparison to the intact new catheters.